Manufacturer narrative:
The investigation is ongoing. The results will be reported in the follow up report.

Event description:
It was reported that: during an intervention the m540 used with a dual hemo pod has presented wrong values for ibp. The arterial pressure has started to increase dangerously, therefore, the doctor administered the necessary drugs. Nevertheless, the arterial pressure continued to be high. It stabilized at 120 and the doctor did a check by nibp. He noticed a big difference between the nibp and the ibp. At the end of the intervention, the patient was brought to the recovery room and after 60 minutes he awoke with a hemiplegia. Today the pt suffers of hemiparesis.